Manufacturer narrative:
The pusher assembly was fractured and remained within the handle. The pusher assembly was fractured near the nose cone of the ruby coil detachment handle (rh1) and had multiple kinks along its length. Once the pusher assembly was removed from the nose cone by a penumbra investigator, it revealed that part of the hypotube was lodged inside the lumen of the nose cone funnel hole. Evaluation of the returned device confirmed that the pusher assembly was stuck inside the rh1. The proximal end of the pusher assembly was fractured and part of the hypotube was kinked inside of the handle. If the pusher assembly is forcefully advanced into the nose cone of the handle, it can widen the nose cone funnel hole, which may allow the pusher assembly to be pushed too far and become stuck within the handle. If the pusher assembly is pushed even further into the nose cone, the handle mechanism may grip the hypotube when activated, which likely caused the observed damage. Further evaluation revealed that the pusher assembly was kinked in multiple locations along its length. This type of damage likely occurred when the pusher assembly was forcefully manipulated to fracture the pusher assembly and detach the embolization coil. Penumbra handles are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the inferior mesenteric artery (ima) using ruby coil detachment handle (rh1). During the procedure, the physician successfully deployed and detached a ruby coil in target vessel using a rh1. However, the back of the pet lock became stuck inside the rh1. Therefore, the procedure was completed using a new rh1 without further issue. There was no report of an adverse effect to the patient.